Manufacturer narrative:
(B)(4).

Event description:
The patient reported stimulation in an undesired location. The patient had been reprogrammed 10 days ago and it was not doing what it was doing at the doctor office since (B)(6) 2015 the healthcare provider (hcp) wanted the manufacturer representative (rep) to come back out. Relevant medical history included spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.